Manufacturer narrative:
H6. Investigation summary: no updates were received on this complaint from the customer other than the notification. No pictures or samples were received which limits investigation. A full DHR review was conducted, and no issues were detected during this run. The original scar event generated a qc alert which went out to the shop floor for the remainder of the run.

Event description:
It was reported that 2 of the bd sharps coll 6.9qt red vented cap will not stay shut or cannot close it. The following information was provided by the initial reporter: last three cases have been problematic on the latch, it will not stay shut or you cannot close it. It just keeps popping back up or you cannot get it to latch, cannot put enough pressure to get it to latch.

Manufacturer narrative:
H6: investigation summary no updates were received on this complaint from the customer other than the notification. No pictures or samples were received which limits investigation. A full DHR review was conducted, and no issues were detected during this run. The original scar event generated a qc alert which went out to the shop floor for the remainder of the run.

Event description:
It was reported that the bd sharps coll 6.9qt red vented cap will not stay shut or cannot close it. The following information was provided by the initial reporter: last three cases have been problematic on the latch, it will not stay shut or you cannot close it. It just keeps popping back up or you cannot get it to latch, cannot put enough pressure to get it to latch.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sharps coll 6.9qt red vented cap will not stay shut or cannot close it. The following information was provided by the initial reporter: last three cases have been problematic on the latch, it will not stay shut or you cannot close it. It just keeps popping back up or you cannot get it to latch, cannot put enough pressure to get it to latch.